Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation; upn: m365db46000; model: db-4600; serial: n/a; batch: 30042544. Product family: dbs-ipg-r-MRI; upn: m365db12160; model: db-1216; serial: (B)(6); batch: 563138. Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6) ; batch: 7097940. Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7097968. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7101893. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7111512.

Event description:
It was reported that the patient experienced swelling and erosion at the deep brain stimulation (dbs) left burr-hole cover and lead site. Cultures were taken and tested positive for a bacterial infection, however the results are unavailable. The physicians assessment could not confirm what caused the infection however noted it was not device nor procedure related. The patient underwent a procedure where the left burr-hole cover and lead were removed, in addition to the remaining dbs devices per the physicians preference as a precaution on the possibility for infection. The patient was prescribed anti-biotics and did well post-operatively. Physical analysis could not be performed in our laboratory, as the device was retained by the facility.